Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were two false negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the customer reported a false negative result. No patient impact was reported. The fse reported that the cause was the failure to maintain the laboratory temperature - the laboratory's air conditioner was faulty and temperature was too high. After repairing the air conditioner, the instrument was observed to be operating normally. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) was performed and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were two false negative results. There was no report of patient impact.